Event description:
Possible device failure. A (B)(6) male with long history of cardiomyopathy who was s/p lvad placement on (B)(6) 2015. He was on the cardiac transplant list awaiting a donor heart. He was admitted on (B)(6) with lvad thrombosis and hemolysis. He had symptoms consistent with possible acute abdomen and CT scan was obtained and general surgery was consulted. Tpa not done due to potential need for laparotomy. He progressed to ischemic arm and he underwent emergent fasciotomy for ischemic left arm and compartment syndrome. He then sustained a mset immediately on return from the operating room on (B)(6) and was placed on emergent ECMO support. Aki on ckd with volume overload on crrt. In discussion with family decided to transition to comfort care given dismal prognosis. Care was withdrawn and patient was pronounced dead at 0926 am on (B)(6) 2017.